Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2026, under local anesthesia. During the hydrodissection, there were three repositions of the needle. While injecting saline, the physician noted that there was some asymmetry to the right side of the patient, therefore; the physician rotated the needle's bevel to the left, which allow some saline to flow towards the left side with still favor to the right. After about 4 cc of hydrogel injected, it started flowing anterior at the apex. Therefore, the procedure was cancelled due to the potential unintended location. It was reported that the patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2026, under local anesthesia. During the hydrodissection, there were three repositions of the needle. While injecting saline, the physician noted that there was some asymmetry to the right side of the patient, therefore; the physician rotated the needle's bevel to the left, which allow some saline to flow towards the left side with still favor to the right. After about 4 cc of hydrogel injected, it started flowing anterior at the apex. Therefore, the injection was stopped due to a potential unintended placement location of the hydrogel. It was reported that the patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information: block b5 (describe event or problem) block h6 (impact codes)